Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A healthcare professional reported the customer's adc device provided a higher reading when compared to a healthcare professional meter. The customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. Customer was reportedly treated by third party and hcp. Customer had contact with a healthcare professional and had to be stitched up due to fall open wound. No further treatment was reported. There was no report of death or permanent injury associated with this event.